Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the maryland bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the device logs for the maryland bipolar forceps (part number 471172-16/lot number n10210419 0058) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system sk4521. The alleged instrument had 3 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci assisted prostatectomy - radical with lymphadenectomy surgical procedure, the power cable of the maryland bipolar forceps instrument was torn. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument had a broken cable and the issue was identified after procedure was completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. The root cause of this failure is attributed to a component failure.